Manufacturer narrative:
Follow up information was received on 07-dec-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abnormal bleeding (seen as genital bleeding). Approximately three years after insertion procedure, her healthcare provider discovered that the essure coil had migrated and she underwent a salpingectomy to remove right essure coil. Following this procedure, she experience ongoing bleeding (also seen as genital bleeding). Approximately two years later, she underwent the removal of the remaining essure coils. Essure migration and genital bleeding are anticipated in the reference safety information for essure. Changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes. This movement could be an expulsion into uterus or vaginal canal or dislocation into fallopian tube or to peritoneal cavity. Although, in this particular case, the exact mechanism of the event is unknown, given its nature; causality with the suspect device cannot be excluded. This case was regarded as incident as device removal was required. Other nonserious events were reported. A quality-safety assessment resulted in an unconfirmed quality defect, but plausible. The relationship with the reported events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("the essure device had migrated / migration of essure device location of device uterus"), genital haemorrhage ("ongoing bleeding") and kidney infection ("kidney infection") in a 31-year-old female patient who had essure (batch no. 654832) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear on (B)(6) 2010, monoclonal antibody chemoimmunoconjugate therapy in 2002, c-section (2001,2003) in 2000, colposcopy on (B)(6)2010, laparoscopy in (B)(6) 2007 and loa loa infection in (B)(6) 2007. Previously administered products included for birth control: depo-shot from (B)(6) 2009 to (B)(6) 2009; for an unreported indication: cipro. Concurrent conditions included pregnancy induced hypertension since 1999, ovarian cyst since (B)(6) 2012, insomnia, pain in hip and cesarean section. Concomitant products included ciprofloxacin (cipro) for cystitis as well as estradiol (estrace) since (B)(6) 2014, fluoxetine, metronidazole (flagyl), paracetamol (tylenol) and phentermine (adipex). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced back pain ("severe sharp back pain / lower back pain"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia),"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and pelvic pain ("pain"). In (B)(6) 2009, the patient experienced kidney infection (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), vaginal infection ("infection (bladder/ urinary tract/vaginal)- vaginal") with vaginal discharge and urinary tract infection ("uti"). On (B)(6) 2012, 2 years 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping"), alopecia ("hair ioss"), procedural pain ("painful postoperative recovery"), nausea ("nausea") and abdominal pain lower ("cramp and pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery. Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, kidney infection, back pain, abdominal pain, procedural pain, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, nausea, pelvic pain, abdominal pain lower and urinary tract infection outcome was unknown, the genital haemorrhage, alopecia, vaginal haemorrhage, menorrhagia, migraine and fatigue had resolved and the vaginal infection had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of removal mentioned as (B)(6) 2012 and (B)(6) 2014 (unilateral salpingo-oopherectomy, total hysterectomy (uterus and cervix removed) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion she had a sonogram for her complaints. She had a ivp 1 day ago and results were negative. On unspecified date, she had been a urine pregnancy test was performed today and the result was negative. Hysterosalpingogram: there was no filling of the uterine tubes bilaterally, consistent with bilateral tubal occlusion. Negative pelvic ultrasound. Gynecological pathology service a. Cervix (biopsy) benign ectocervical mucosa. No dysplasia identified. No transformation zone identified. CT abdomen and pelvis: (B)(6) 2012. History: abdominal pain impression: 1. Bilateral fallopian tube implants in the lower abdomen do not appear well encases within the fallopian tube that may have migrated through the fallopian tube wall adjacent to the uterus. There is no adjacent abscess or fluid collection. 2. Moderate stool throughout the colon without evidence for obstruction. 3. No obstructing left sided renal calculus. 4. Mild asymmetric increased size of the right ovary in comparison with the left which may be a normal variant. Torsion is believed less likely. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received - new reporter information, patient demographic information, lab data, concomitant condition, patient relevant history, essure indication, lot number ,concomitant products were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On (B)(6) 2018: plaintiff fact sheet and medical records received - new reporter information, new events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, hysterectomy (full), infection (bladder/ urinary tract/vaginal)- vaginal, migraines / headaches, dysmenorrhea (cramping), fatigue, nausea, vaginal discharge, uti infection and kidney infection and cramp and pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("the essure device had migrated / migration of essure device location of device uterus"), genital haemorrhage ("ongoing bleeding") and kidney infection ("kidney infection") in a 31-year-old female patient who had essure (batch no. 654832) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal on (B)(6)2010, monoclonal antibody chemoimmunoconjugate therapy in 2002, c-section ((B)(6),(B)(6)) in (B)(6), colposcopy on (B)(6)2010, laparoscopy in (B)(6) 2007 and loa loa infection in (B)(6) 2007. Previously administered products included for birth control: depo-shot from (B)(6) 2009 to (B)(6)2009; for an unreported indication: cipro. Concurrent conditions included pregnancy induced hypertension since (B)(6), ovarian cyst since (B)(6)2012, insomnia, painful hips and cesarean section. Concomitant products included ciprofloxacin (cipro) for cystitis as well as estradiol (estrace) since (B)(6)2014, fluoxetine, metronidazole (flagyl), paracetamol (tylenol) and phentermine (adipex). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced back pain ("severe sharp back pain / lower back pain"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia), abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia),"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and pelvic pain ("pain"). In november 2009, the patient experienced kidney infection (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), vaginal infection ("infection (bladder/ urinary tract/vaginal)- vaginal") with vaginal discharge and urinary tract infection ("utis"). In february 2010, the patient experienced alopecia ("hair ioss"). On (B)(6)2012, 2 years 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping"), procedural pain ("painful postoperative recovery"), nausea ("nausea") and abdominal pain lower ("cramp and pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery. Essure was removed on (B)(6)2012. At the time of the report, the device expulsion, kidney infection, back pain, procedural pain, bladder disorder, urinary tract disorder, headache, dysmenorrhoea and nausea outcome was unknown, the genital haemorrhage, abdominal pain, alopecia, vaginal haemorrhage, menorrhagia, migraine, fatigue, pelvic pain, abdominal pain lower and urinary tract infection had resolved and the vaginal infection had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of removal mentioned as (B)(6)2012 and (B)(6)2014 (unilateral salpingo-oopherectomy, total hysterectomy (uterus and cervix removed) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion she had a sonogram for her complaints. She had a ivp 1 day ago and results were negative. On unspecified date, she had been a urine pregnancy test was performed today and the result was negative. Hysterosalpingogram: there was no filling of the uterine tubes bilaterally, consistent with bilateral tubal occlusion. Negative pelvic ultrasound. Gynecological pathology service a. Cervix (biopsy) - benign ectocervical mucosa - no dysplasia identified - no transformation zone identified CT abdomen and pelvis - (B)(6)2012 history: abdominal pain impression: 1. Bilateral fallopian tube implants in the lower abdomen do not appear well encases within the fallopian tube that may have migrated through the fallopian tube wall adjacent to the uterus. There is no adjacent abscess or fluid collection. 2. Moderate stool throughout the colon without evidence for obstruction. 3. No obstructing left sided renal calculus. 4. Mild asymmetric increased size of the right ovary in comparison with the left which may be a normal variant. Torsion is believed less likely. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Reporter added. Outcome for the events pain, cramping and urinary tract infection updated to recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("the essure device had migrated / migration of essure device location of device uterus"), genital haemorrhage ("ongoing bleeding"), kidney infection ("kidney infection") and escherichia infection ("testing positive for e. Coli") in a 31-year-old female patient who had essure (batch no. 654832) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal on (B)(6) 2010, monoclonal antibody chemoimmunoconjugate therapy in 2002, c-section (2001,2003) in 2000, colposcopy on (B)(6) 2010, laparoscopy in (B)(6) 2007 and loa loa infection in (B)(6) 2007. Previously administered products included for birth control: depo-shot from (B)(6) 2009 to (B)(6) 2009; for an unreported indication: cipro. Concurrent conditions included pregnancy induced hypertension since 1999, ovarian cyst since (B)(6) 2012, insomnia, painful hips and cesarean section. Concomitant products included ciprofloxacin (cipro) for cystitis as well as estradiol (estrace) since (B)(6) 2014, fluoxetine, metronidazole (flagyl), paracetamol (tylenol) and phentermine (adipex). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced back pain ("severe sharp back pain / lower back pain"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia), abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia),"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and pelvic pain ("pain"). In (B)(6) 2009, the patient experienced kidney infection (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), vaginal infection ("infection (bladder/ urinary tract/vaginal)- vaginal") with vaginal discharge and urinary tract infection ("utis"). In (B)(6) 2010, the patient experienced alopecia ("hair ioss"). On (B)(6) 2012, 2 years 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), escherichia infection (seriousness criterion medically significant), abdominal pain ("severe cramping"), procedural pain ("painful postoperative recovery"), nausea ("nausea"), abdominal pain lower ("cramp and pain"), malaise ("I got very sick") and adnexa uteri pain ("ovary to go into spasms"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), right ovary and fallopian tube was removed.) And surgery. Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, kidney infection, escherichia infection, back pain, procedural pain, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, nausea, malaise and adnexa uteri pain outcome was unknown, the genital haemorrhage, abdominal pain, alopecia, vaginal haemorrhage, menorrhagia, migraine, fatigue, pelvic pain, abdominal pain lower and urinary tract infection had resolved and the vaginal infection had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, escherichia infection, fatigue, genital haemorrhage, headache, kidney infection, malaise, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of removal mentioned as (B)(6) 2012 and (B)(6) 2014 (unilateral salpingo-oopherectomy, total hysterectomy (uterus and cervix removed) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. She had a sonogram for her complaints. She had a ivp 1 day ago and results were negative. On unspecified date, she had been a urine pregnancy test was performed today and the result was negative. Hysterosalpingogram: there was no filling of the uterine tubes bilaterally, consistent with bilateral tubal occlusion. Negative pelvic ultrasound. Gynecological pathology service a. Cervix (biopsy) benign ectocervical mucosa, no dysplasia identified, no transformation zone identified. CT abdomen and pelvis - (B)(6) 2012, history: abdominal pain, impression: bilateral fallopian tube implants in the lower abdomen do not appear well encases within the fallopian tube that may have migrated through the fallopian tube wall adjacent to the uterus. There is no adjacent abscess or fluid collection. Moderate stool throughout the colon without evidence for obstruction. No obstructing left sided renal calculus. 4. Mild asymmetric increased size of the right ovary in comparison with the left which may be a normal variant. Torsion is believed less likely. Concerning the injuries reported in this case, the following one/ones were reported via social media: got sick, ovary to go into spasms, e. Coli infection. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media post received. Social media wad added as reporter. Events added: got sick, ovary to go into spasms, e. Coli infection. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("the essure device had migrated / migration of essure device location of device uterus"), genital haemorrhage ("ongoing bleeding"), kidney infection ("kidney infection") and escherichia infection ("testing positive for e. Coli") in a 31-year-old female patient who had essure (batch no. 654832) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal on (B)(6) 2010, monoclonal antibody chemoimmunoconjugate therapy in 2002, c-section (2001,2003) in 2000, colposcopy on (B)(6) 2010, laparoscopy in (B)(6) 2007 and loa loa infection in (B)(6) 2007. Previously administered products included for birth control: depo-shot from (B)(6) 2009 to (B)(6) 2009; for an unreported indication: cipro. Concurrent conditions included pregnancy induced hypertension since 1999, ovarian cyst since (B)(6) 2012, insomnia, painful hips and cesarean section. Concomitant products included ciprofloxacin (cipro) for cystitis as well as estradiol (estrace) since (B)(6) 2014, fluoxetine, metronidazole (flagyl), paracetamol (tylenol) and phentermine (adipex). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced back pain ("severe sharp back pain / lower back pain"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia), abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia),"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and pelvic pain ("pain"). In (B)(6) 2009, the patient experienced kidney infection (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), vaginal infection ("infection (bladder/ urinary tract/vaginal)- vaginal") with vaginal discharge and urinary tract infection ("utis"). In (B)(6) 2010, the patient experienced alopecia ("hair ioss"). On (B)(6) 2012, 2 years 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), escherichia infection (seriousness criterion medically significant), abdominal pain ("severe cramping"), procedural pain ("painful postoperative recovery"), nausea ("nausea"), abdominal pain lower ("cramp and pain"), malaise ("I got very sick") and adnexa uteri pain ("ovary to go into spasms"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), right ovary and fallopian tube was removed.) And surgery. Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, kidney infection, escherichia infection, back pain, procedural pain, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, nausea, malaise and adnexa uteri pain outcome was unknown, the genital haemorrhage, abdominal pain, alopecia, vaginal haemorrhage, menorrhagia, migraine, fatigue, pelvic pain, abdominal pain lower and urinary tract infection had resolved and the vaginal infection had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, escherichia infection, fatigue, genital haemorrhage, headache, kidney infection, malaise, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of removal mentioned as (B)(6) 2012 and (B)(6) 2014 (unilateral salpingo-oopherectomy, total hysterectomy (uterus and cervix removed) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion she had a sonogram for her complaints. She had a ivp 1 day ago and results were negative. On unspecified date, she had been a urine pregnancy test was performed today and the result was negative. Hysterosalpingogram: there was no filling of the uterine tubes bilaterally, consistent with bilateral tubal occlusion. Negative pelvic ultrasound. Gynecological pathology service a. Cervix (biopsy) - benign ectocervical mucosa - no dysplasia identified - no transformation zone identified CT abdomen and pelvis - (B)(6) 2012 history: abdominal pain impression: 1. Bilateral fallopian tube implants in the lower abdomen do not appear well encases within the fallopian tube that may have migrated through the fallopian tube wall adjacent to the uterus. There is no adjacent abscess or fluid collection. 2. Moderate stool throughout the colon without evidence for obstruction. 3. No obstructing left sided renal calculus. 4. Mild asymmetric increased size of the right ovary in comparison with the left which may be a normal variant. Torsion is believed less likely. Concerning the injuries reported in this case, the following one/ones were reported via social media: got sick, ovary to go into spasms, e. Coli infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of product tecnical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent birth control. After the implant, she began suffering from severe sharp back pain, abnormal bleeding, severe cramping and hair loss. In 2012, her health care provider discovered the essure device had migrated and she underwent a salpingectomy to remove her right coil. Following the removal of the essure device, she suffered ongoing bleeding and in (B)(6) 2014, left essure coil was removed via hysterectomy. Following both the removal of the essure devices and hysterectomy, she suffered long and painful post-operative recovery. Company causality comment:this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abnormal bleeding (seen as genital bleeding). Approximately three years after insertion procedure, her healthcare provider discovered that the essure coil had migrated and she underwent a salpingectomy to remove right essure coil. Following this procedure, she experience ongoing bleeding (also seen as genital bleeding). Approximately two years later, she underwent the removal of the remaining essure coils. Essure migration and genital bleeding are anticipated in the reference safety information for essure. Changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes. This movement could be an expulsion into uterus or vaginal canal or dislocation into fallopian tube or to peritoneal cavity. Although, in this particular case, the exact mechanism of the event is unknown, given its nature; causality with the suspect device cannot be excluded. This case was regarded as incident device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.